Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was an in-patient who presented with intermittent right ventricular capture on the right ventricular lead. It was unknown if the patient was symptomatic at all due to the patient's altered mental state. The reason for hospitalization was not reported. Programming changes were made and the patient was stable.

Event description:
New information received on sept 5, 2018, provides initial reporter address.